Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 months post left sided cardiac resynchronization therapy defibrillator (crt-d) system implant, the incision, even though it healed up completely, started dehiscing superficially. The patient was brought into a pocket revision, however, upon opening the pocket, a pocket infection was noted. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. Intravenous antibiotics were administered. A new right sided crt-d system was implanted approximately 1 month later. No further patient complications have been reported as a result of this event.